Event description:
Customer was receiving high blood glucose results. 501, 568 mg/dl. Feeling nauseous and ill. The customer dosed medication based on high readings. That evening the pt was still feeling ill so they went to the hosp where they received readings of 80mg/dl, 85mg/dl, and later a reading of 50mg/dl. Pt was given an IV of glucose and was hospitalized. The customer was using the wrong controls on the device. A request was made for the return of the suspect device and replacements were sent.